Event description:
It was reported that a malfunction alarm occurred with the pump, which displayed malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with pump reset instructions after which the malfunction code recurred, leading to the decision to replace the pump. The customer was advised to return the problematic pump using a pre-paid label, and acknowledged the instructions.